Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: model was cd003. Timing was during treatment. Event date was 03jun2026. Was made aware at the time of the event. Bag broke, tore at the seam. No patient injury. No other devices used. Removed specimen manually with their hands and a clamp. No, product was thrown away before it could be retrieved. Additional information provided by [name] on 05jun2026 via email: packaging was discarded before it could be retrieved for documentation. Yes, specimen was completely exposed once the bag broke. Yes, the fragments were retrieved from the patient. Yes, they did not extend the incision. They used clamps to stretch the fascia and used circular motions when trying to pull the bag out of the abdomen. Intervention: removed specimen manually with their hands and a clamp patient status: no patient injury indicated.